Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported damage to the unit's casters. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the customer repaired the cart on their own. No further information.